Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was provided by the reporter. The intravenous (IV) bag leaked on to visera elite video system center. The intended procedure was completed with the same device. There was no surgical delay. The procedure had just ended when the issue happened. No other devices were replaced during the procedure.

Event description:
It was reported by the customer, the video output signals were not good with the visera elite video system center. There was a lot of interference and video drop out. The issue was found during preparation for use for a procedure. No patient harm reported. During the evaluation of the device, it was noted the printed-circuit board had failed. This report is to capture the reportable malfunction of the failed printed-circuit board noted at estimation.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was not confirmed. However, there was no digital video interface (dvi signal) due to a faulty printed-circuit board. The device was unable to white balance due to a corroded light source connector on the board. The universal serial bus (usb) was not recognized due to the corroded faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. Regarding the issue of the interrupted image and interferences, judging from the fact that there was rust on the cn and cm boards, it was likely that a temporary failure occurred in the image due to the malfunction of an internal board. Regarding the issue of no signal from digital video interface (dvi) output, it was likely that a failure occurred in dvi output due to the malfunction of the printed circuit board.